Event description:
It was reported that the pump had alarmed and the message on the screen indicated something about an occlusion. According to the pump, 13.8 ml remained and the infusion was due to be disconnected; however, the bag had already been completely emptied. The patient had been disconnected and a new pump had not been needed. The continuous infusion had been administered at a rate of 3 ml/hr from a total reservoir volume of 138 ml, with 124.2 ml given over 46 hours; the air detector had been off, the upstream sensor had been on, the lock level had been set to ll2, the pump had not been used to prime the extension tubing, as the technician had primed it with a saline flush, and the patient had not been medically affected. There was patient involvement and no patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed and the message on the screen indicated something about an occlusion. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.